Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via product surveillance registry (psr) regarding a patient receiving intrathecal hydromorphone 0.5 mg/ml at 0.09525 mg/day. The indication for use was non-malignant pain. The patient reported on (B)(6) 2016 that the pump moved in the pump pocket. Examination on (B)(6) 2016 diagnosed that the pump moved in the pump pocket. No action was taken. The event was ongoing. The event was unlikely related to the device or therapy. The event was possibly related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient's baseline weight was (B)(6) pounds. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated that the outcome of the event was unresolved with no further action planned. No further complications were reported/anticipated.